Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a pump error indicating that there was a broken force sensor detected during seating or regular delivery. The customer's blood glucose level was 217mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also stated that they were not able to rewind the insulin pump and exit pump error screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with critical pump error (open book) and unable to download, problem isolated. Unable to verify pump error 35 alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with broken belt clip rails, scratched case, pillowing keypad overlay and minor scratched lcd window.